Manufacturer narrative:
Reporter related info received.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) gave an alarm of automatic inflation failure. No harm was reported.

Manufacturer narrative:
Updated fields: b4, g1(contact person ¿ mfg site), g3, g6, h2, h6, (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the test did not find any fault. The maintenance mode test data was normal and met the factory requirements. The equipment was fully tested and passed, and the parameter indicators met the factory requirements.